Event description:
It was reported that the patient experienced urinary retention and was admitted to the hospital. No further information was reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "urinary retention" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient experienced urinary retention. They were admitted to the hospital. The patient did not respond to phone calls, their numbers listed are no longer in service. An email was sent to the patient, it shows it was delivered but not opened. The patient's mother contacted the patient support team to mention that the patient had a seizure and was in the ER needing to get an MRI, but didn't have their remote, as it was lost during a recent move. The patient's mother asked if the device could be removed, as it has not helped with their symptom management, and now the patient is on dialysis. Information was sent to the patient's representative to follow up. A patient's outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to field (b5) incident description.

Event description:
It was reported the patient experienced urinary retention. They were admitted to the hospital. The patient did not respond to phone calls, their numbers listed are no longer in service. An email was sent to the patient, it shows it was delivered but not opened. The patient's mother contacted the patient support team to mention that the patient had a seizure and was in the ER needing to get an MRI, but didn't have their remote, as it was lost during a recent move. The patient's mother asked if the device could be removed, as it has not helped with their symptom management, and now the patient is on dialysis. Information was sent to the patient's representative to follow up. A patient's outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h6.

Event description:
It was reported the patient experienced urinary retention. They were admitted to the hospital. The patient did not respond to phone calls, their numbers listed are no longer in service. An email was sent to the patient, it shows it was delivered but not opened. The patient's mother contacted the patient support team to mention that the patient had a seizure and was in the ER needing to get an MRI, but didn't have their remote, as it was lost during a recent move. The patient's mother asked if the device could be removed, as it has not helped with their symptom management, and now the patient is on dialysis. Information was sent to the patient's representative to follow up. A patient's outcome was not reported.